Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient experienced bradycardia from the pacing failure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), the ipg dislodged during the pull and hold test. Immediately after another deployment, high/unstable thresholds were observed, but reduced to acceptable range after five minutes. Pacing failure was identified during removing the tether, which the physician felt was caused by the crimping condition of the electrode to the myocardium. Later during the same day, post-implant procedure, loss of capture occurred; noted with risen thresholds to high values. A temporary lead was inserted. No dislocation of the ipg was observed. The ipg was reprogrammed. The patient¿s hospitalization was extended for ipg explant and replacement to a transvenous pacing system. No patient complications have been reported as a result of this event.